Event description:
Reporter stated that caller from facility reported that a free flow of solutions from source containers had occurred when a new transfer set was installed and the source occluder door was left open. The solutions collected in the weighing chamber and precipitates formed. The set was changed again and the user called because he was unable to calibrate the unit. The reporter was able to talk the user through the calibration procedure, so the unit was not sent to product services for evaluation. No pt involvement.